Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team from the customer; however, twenty retain samples were available for investigation at the bd manufacturing facility. The twenty retained samples were evaluated and no defect was observed. These samples did not present any leakage issue during the test; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. A sample from the incident could be needed to confirm this. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the syringe s2 5 ml 22 ga 1-1/4 in bd (B)(4) experienced leakage past the stopper/plunger prior to use. The following information was provided by the initial reporter: when the liquid was extracted, some of the liquid leaked from the inner wall of the syringe.